Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check (automatic function check that is run before connecting the ventilator to a patient). There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated use testing. Several performed pre-use checks and simulated use tests could not confirm the reported event. Our conclusion from this investigation is that the received pc-board is functioning according to its specification. The cause for the reported event could not be established as a result of this investigation.

Event description:
(B)(4).